Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances. The patient does not have a history of requiring therapy and the physician has elected to continue monitoring the system. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this system was reprogrammed during a routine follow-up. The shock vector was changed and the shock impedances were within range. No adverse patient effects were reported.